Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause for the pulled cable was excessive force on the cable. No adverse event resulted from the pulled cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.